Event description:
Boston scientific received information that during a follow up visit, interrogation of this atrial lead revealed noise and increased threshold measurements. In addition, the lead had switched to unipolar pacing due to out of range impedance measurements. Intermittent capture was observed at 5v. There was concern this lead may be fractured. There were no pauses or asystole as a result of this issue as the patient has an underlying intrinsic cardiac rhythm. A decision was made to reprogram the device to vvir pacing mode as the patient is elderly and an intervention is not intended at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.